Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding the patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient did not receive coverage of bilateral foot pain that was increasing. After several follow-ups/reprograms the patient did not receive adequate coverage, was not happy with coverage, and wanted an explant. It was noted that an impedance check was fine. The issue occurred during normal use. The issue was resolved and the patient was alive with no injury as of 2016-sep-16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.